Manufacturer narrative:
Manufacturer's investigation conclusion: the report of exposed driveline wires was not able to be confirmed through this evaluation. However, review of the submitted images confirmed that electrical tape had been applied to the outer jacket of the driveline. A specific cause for reported driveline damage could not conclusively be determined through this evaluation. It was reported that the patient was complaining of exposed wires and the cardiologist wanted the driveline evaluated for repair. The account submitted images for review that show a portion of the external driveline and distal end bend relief wrapped in electrical tape. No exposed wires were visible. Review of the submitted log file showed the pump operating as intended above the low speed limit. It was later reported that the patient had applied electrical tape to the area and did not report any alarms. The affected area was to be reinforced with rescue tape and the patient was stable. The patient remains ongoing on hmii left ventricular assist system lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 7 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was complaining of exposed wires. There were no alarms noted and waveforms have not been sent. The cardiologist would like the driveline evaluated for a repair. It was noted that the patient had electrical tape on the area presently. The patient was scheduled for an (B)(6) 2021 appointment to obtain log files and wrap the effected area in rescue tape. The patient was noted to be stable had no reported alarms. No additional information was provided.